Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-oct-2018 by a physician which refers to a (B)(6) year old female patient. The patient's medical history included hives from sulfa drugs, allergy to lavender, allergic to imipramine, depression, and environmental allergies. The patient had previously received treatment with restylane refyne to the lips on (B)(6) 2017, (B)(6) 2017, and (B)(6) 2017. The patient also previously received restylane lyft with lidocaine to the cheeks and dysport 108 units total to the glabellar, perioral, and upper lip on (B)(6) 2018. On (B)(6) 2018, the patient received treatment with 1 ml of restylane refyne (lot: 15677) to the lips and an unknown amount of restylane lyft with lidocaine (lot: 14959) to an unknown location. Needle types and injection techniques were unknown. Concomitant treatment included dysport 108 units total to glabella, perioral, and upper lip. 58 days later, on (B)(6) 2018, the patient experienced nodules (implant site nodule) in the upper lip. The event was treated by injecting 0.3 ml of hyaluronidase into the nodules. On (B)(6) 2018, a prescription was given for a medrol (methylprednisolone) dose pack, benadryl (diphenhydramine hydrochloride), cipro (ciprofloxacin) and telithromycin for 4 weeks. On (B)(6) 2018, the patient was seen for increased edema (implant site oedema) of the nodules in the lip. The event was treated by injecting 0.3 ml of hyaluronidase into the nodules. On (B)(6) 2018, the patient took tylenol (paracetamol) and felt a nodule in the right upper lip separate into two smaller nodules. The event was treated by injecting 0.5 ml of hyaluronidase into the nodules. On (B)(6) 2018, during follow up visit for monitoring, the patient was doing well. On (B)(6) 2018, the nodules were feeling firm again. The patient was injected with 1 ml of hyaluronidase to the nodules in the upper lip and 0.5 ml of hyaluronidase to the lower lip to dissolve the filler. No nodules were reported in the lower lip. On (B)(6) 2018, the patient's left side of the upper lip became larger than the right. The patient was injected with 0.1 ml of betamethasone to the nodules in the upper lip. On (B)(6) 2018, the nodules became worse. The physician attempted to aspirate, however there was no return. The patient was treated with 0.1 ml of 5-fu (fluorouracil) and restarted telithromycin. The patient refused a prescription of cipro due to an upset stomach while taking the previous prescription. On (B)(6) 2018, the patient experienced facial and lip swelling (implant site swelling), throat swelling (pharyngeal oedema), rash, and shortness of breath (dyspnoea). The patient was seen in the emergency room (ER) and treated with an epi (epinephrine) injection, h2 blockers (cimetidine), and an unspecified steroid injection. On (B)(6) 2018, the patient requested removal of the product. The physician performed a perioral incision and removed the product without difficulties. A culture was taken and the results were negative. A pathology report showed the presence of granulomata material (foreign body reaction). On (B)(6) 2018, it was reported that the patient was happy with the outcome. Outcome at the time of the report: nodules was recovered/resolved. Shortness of breath was recovered/resolved. Swelling was recovered/resolved. Throat swelling was recovered/resolved. Rash was recovered/resolved. Granulomata material was recovered/resolved. Edema was recovered/resolved.